Event description:
A report was received that the patient was experiencing discomfort when charging due to the angle of the ipg. The patient underwent a revision procedure wherein the ipg was moved higher in her back. No device malfunction was suspected. The patient was doing well postoperatively.